Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial #: (B)(4), implanted: (B)(6) 2010, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 25-jun-2012, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal unknown baclofen (concentration and dose unknown) via an implanted pump for intractable spasticity and cerebral palsy. It was reported a catheter replacement was scheduled for (B)(6) 2019 and the reason for the replacement was unknown at this point. It was asked and unknown when the event/difficulty occurred (asked and would not be made available for legal/confidential reason). The event occurred during normal use. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting performed and actions/interventions taken to resolve the issue were also noted as unknown. The issue was not resolved at the time of this report and the patient¿s status was unknown, but the rep would follow up for more information. Other medications the patient was taking at the time of the event were unable to obtain, not available. The patient¿s weight and medical history were asked and would not be made available (legal/confidential reason). No further complications were reported/anticipated or expected.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) and office visit notes from 2019-may-20 were provided. It was reported the patient was seen on (B)(6) 2019 for a baclofen pump refill. The patient had a history of severe generalized dystonia, spastic quadriplegia, cerebral palsy secondary to hypoxic ischemic encephalopathy, gmfcs level v, seizure disorder, dysphagia with g-tube dependence, gerd, left upper pole renal cyst and neuromuscular scoliosis status post posterior spinal fusion in july 2015 at an outside institution. It was noted the patient has had intrathecal baclofen therapy since (B)(6) 2010 and underwent replacement of his baclofen pump due to end of battery life on (B)(6) 2016. The catheter tip was at t7. It was further reported on (B)(6) 2017 the patient was seen in clinic for a routine pump refill. He had a large difference between the expected and actual reservoir volume. A side port tap was completed, and csf/baclofen was unable to be aspirated from the side port, indicating a likely catheter malfunction. The patient¿s dose was gradually weaned at cwc to minimum rate with questionable worsening tone. He was seen in clinic on (B)(6) 2017. The pump was programmed to deliver 100 mcg/day in addition to a single 100 mcg bolus to evaluate whether or not he responded to further assess the patency of the intrathecal catheter. There was questionable response, so the hcp programmed a single 150 mcg bolus on (B)(6) 2017. She, in addition to the patient¿s therapists and mom, evaluated the patient¿s tone prior to the bolus and several times afterwards, and he had zero change in his tone and level of alertness. It was felt that the patient was not receiving the itb therapy, so no further dose adjustments were made. The patient underwent another single 150 mcg itb bolus on (B)(6) 2018 with the hcp and the patient¿s primary therapists assessed him before the bolus and at the time of peak effect (3-4 hours later) and observed no sleepiness and no change in tone. In mid-february, the hcp programmed a single 200 mcg itb, and again, the patient had no respo nse to the large single bolus, indicating that he was not receiving the itb, consistent with the dry side port tap done on (B)(6) 2017. His itb dose had been adjusted to a dose of 48 mcg/day in a simple continuous mode. He was taking 30 mg of enteral baclofen three times daily (recently increased on (B)(6) 2019 from 20 mg tid) and 0.02 mg of enteral clonidine four times daily for global tone management. The patient also receives regular botox injections by the hcp and had injections on (B)(6) 2019. The patient¿s parents met with the hcp at the end of 2018 and discussed surgical replacement of the non-functioning intrathecal catheter through a bony opening in his fusion mass. This was scheduled for (B)(6) 2019. The patient was accompanied to the clinic on (B)(6) 2019 by his mom. It was noted occupational therapy (ot) sent a note stating that his spasticity and dystonia were not well-controlled. His tone interfered with transfers, positioning, cares, comfort and wheelchair tolerance. The therapists noted that his dystonia continued to be high very often, especially when in his wheelchair. His dystonia was lowest when he was positioned on his left side. On exam, the patient was awake, alert and lying on a transport stretcher. He appeared to be comfortable and in no acute distress, although his mom felt something was "wrong." Arms held adducted and externally rotated at the shoulders with elbows flexed (in a goal post position). Dystonia was triggered by passive movement and emotion. The patient¿s dystonic posturing included both flexion and extension patterns in his upper extremities and his lower extremities. Dystonia was measured on the barry-albright dystonia scale and was 1 /4 in the eyes, 1/4 in the mouth, 2/4 in the neck, 2/4 in the trunk, 2/4 in the lue, 2/4 in the rue, 3/4 in the lle and 3/4 in the rle (total bad score 16/32). Lower extremity spasticity was difficult to assess due to dystonia triggered by passive movement. The pump site was prepped and draped per sterile protocol. The reservoir port was accessed with a 22 gauge non-coring needle and 36 ml were aspirated from the pump. The expected aspirate was 31 .6 ml. The pump was then refilled with 40 ml of baclofen 1000 mcg/ml and reprogrammed to deliver 48 mcg/day in a simple continuous mode. The low reservoir alarm date was greater than 6 months, so the patient would need a pump refill prior to (B)(6) 2019. A review of the logs showed no activation of pump alarms. The eri (elective replacement indicator) was 45 months. The patient¿s spasticity and dystonia were not well-controlled with his enteral medications and botox injections. He had a non-functioning intrathecal catheter, which was scheduled to be replaced in july. For this reason, the pump was refilled with baclofen so that his itb dose could be titrated post-operatively. The patient would need a pump refill prior to (B)(6) 2019 unless this alarm date changed with dose increases. No further complications were reported/anticipated or expected.